Event description:
It was reported per field service report: pump was on pt. Symptom - noticed helium tanks only lasting a day or two. Findings/actions taken: biomed replaced the helium regulator and confirmed the leak was fixed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.